Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from an healthcare professional (hcp), regarding a patient receiving fentanyl (200 mcg/ml, 76.32 mcg/day) via an implantable pump for non-malignant pain and other non-malignant pain. It was reported the patient's pump stalled around 7:00 pm on (B)(6) 2020. The patient did not have an magnetic resonance imaging (m ri). The pump was still stalled at the time of the call. The hcp has not scheduled an operating room for the replacement, yet. No symptoms/patient complications reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer who reported that on tuesday their pain pump stalled and the pump was critically alarming. On wednesday they were able to silence the alarm but as of yesterday the alarm started again. Per the reporter, the alarm is the same critical alarm sound again, but stated the frequency is different since it started again yesterday (instead of every 20 minutes now alarm is occurring about 6-7x per hour). The patient inquired if the pump alarm can be silenced again and inquired if she can have pump alarm silenced for 14 days until they can get the patient into the or (operating room) for pump replacement. The patient had contacted their healthcare provider but stated the healthcare provider was not in the office today. The patient would follow up with the healthcare provider.